Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Initial reporter phone: (B)(6). (B)(4).

Event description:
It was reported that a patient underwent primary breast augmentation with an unknown mentor breast prosthesis. Rupture on the left breast prosthesis was diagnosed post procedure through a mammogram. As a result, the patient underwent bilateral removal and replacement with mentor smooth round moderate plus profile 400cc saline prostheses on (B)(6) 2018.

Manufacturer narrative:
On (B)(6) 2018, mentor received a non-mentor product, and no analysis will take place. If the correct device is received in the future, the investigation will be reopened and conducted as appropriate. (B)(4).